Event description:
Customer reportedly received result of 8.0 mmol/l on performa system 1 and 23 mmol/l on performa system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). Reference medwatch report with (B) (4) for the suspect device used in system 1.